Manufacturer narrative:
No devices were returned for analysis and attempts to obtain addition event details have been unsuccessful. All event information pertaining to this incident has been reviewed and no further product/event investigation is required at this time.

Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00945, 3006705815-2020-00947. It was reported the patient¿s system may be explanted. Reason for explant is unknown.